Event description:
Patient underwent placement of a hm3 lvad on (B)(6) 2018. As per IFU, cut fingertip of glove was used to cover inlet extension of inflow. Four months post op, patient was seen by vascular for left lower extremity vascular insufficiencies. On (B)(6) 2018, angiogram revealed thrombus in left femoral artery. On (B)(6) 2018, patient underwent left common femoral endarterectomy. Glove fingertip with clots removed from femoral artery. Internal case review determined that glove finger which was tightly secured to inlet extension, was visually undetectable at that time. The team determined that a more visually detectable covering needed to replace the gloved fingertip. Practice was immediately changed to reflect the use of an unaltered (uncut) glove to cover the inflow cannula.